Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial stent was to be used to treat a 14mm, stage 4 malignant stricture in the lungs during a bronchoscopy with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the physician noted that, while the stent was being deployed, the delivery catheter bowed. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was partially deployed. In addition, the shaft was bent. Functional analysis found that the shaft bowed during a failed deployment. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The noted damages to the returned device was consistent with the application of excessive force to the delivery system and are likely due to anatomical or procedural factors such as tortuous/tight anatomy encountered during procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a 14mm, stage 4 malignant stricture in the lungs during a bronchoscopy with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the physician noted that, while the stent was being deployed, the delivery catheter bowed. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.